Event description:
Patient revised for pain and anteverted cup. Surgery was extended because we were unable to break the morse taper between the liner and the cup with traditional vibration techniques.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes ba5kk1000, 2434051, bw7eg1000, and xb4g31127. A search of the complaint database finds additional reported incidents against lot code 2217301 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. Provided information states the patient was revised due to pain and an anteverted cup. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and metal wear. Added account name, lawyer, law firm, UDI of cup, liner, head, stem and screw. Also added expiration date of liner and head, manufacturing date of screw in impacted product. Corrected patient's initial and affected side. Doi: (B)(6) 2007 dor: aug. 16, 2011 right hip.